Manufacturer narrative:
The subject device was not returned for evaluation. In a follow up communication with the customer, it was conveyed that the device was discarded. The following are the legal manufacturer's investigation.: the dhrs (device history records) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. DHR review for this lot found no associated ncrs (nonconformance's), reported scrap or recorded process deviations relating to the reported failure. As no device is returning, a physical device inspection could not be performed. Because of this, the initial complaint could not be confirmed. However, based on the details provided of the transbronchial histological biopsy, this failure would likely be due to the angulation of bending the instrument as a result of navigating the narrow passageways of the lungs, or possible range of motion through resistance. IFU (instruction for use) on page 12 of the device IFU (pn0008807_ah), it states: "do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage." "Do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor complaints for this device.

Event description:
It was reported the needle does not retract after performing punctures in the bronchial tree. The issue occurred during a transbronchial histological biopsy. According to the reporter, the intended procedure was completed with the same device although the device had to "come out open" with exposed needle. There was no clinically relevant extension of the procedure and no injury or any harm to the patient was reported due to the event. No user injury reported.